Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited oversensed noise with pocket manipulation. The lead was capped and replaced.